Manufacturer narrative:
Correction to intial reporter facility e1: columbia asia sdn bhd.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, (B)(4) materials, process methods or other technological characteristics are registered within the u.s. K122734. Investigation: samples received: 11 unopened pouches to analyze both cases. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 11 closed samples to analyze both cases. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 3.92 kgf in average and 3.70 kgf in minimum (ep requirements: 2.73 kgf in average and 1.37 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the sutures snapped. The reporter indicated that during an obstetrics and gynecology (o&g) surgical procedure two pieces of suture snapped. No patient injury.